Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine fluoroscopy on the lead, externalized conductors were observed. All electrical parameters were within range. The physician decided to monitor the lead. Patient condition was good.